Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unsuccessfully implanted due to unknown reasons. Several attempts to obtain additional information were unsuccessful. This lead was never in service. No adverse patient effects were reported.